Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Frame is broken on one side.

Manufacturer narrative:
Rs 10/08/2015 - a detailed evaluation has been performed on the returned device. That evaluation confirmed the alleged issue of a broken weld on the right side frame. The broken weld was at the bottom rear portion of the bottom of the back cane. Any underlying cause for this failure was not able to be identified during the evaluation.

Event description:
Frame is broken on one side.